Event description:
When the device was removed from the dispenser box by the integra sales representative, the package had stains on it.

Manufacturer narrative:
Integra received the product for eval. The inner foil pouch was dry but had signs of once being et. All seals appeared normal except the side seals had wrinkles and channels just above the bottom seal. The foil just above the bottom seal was wrinkled. Openings were found in both side seals and were the likely cause of buffer leaks. The foil pouch seal failure is typical of foil seal failures addressed in CAPA (B)(4). CAPA (B)(4) was opened on (B)(4), 2009. And is now closed and in effectiveness check. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.